Manufacturer narrative:
Eval method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-evaluation of our MDR review process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010. It was reported the ipg is exhibiting intermittent stimulation. According to the pt, the ipg stimulation will randomly stop, as if the therapies were switched off. Attempts to reprogram the pt were not successful in correcting the issue. The pt has requested the ipg be explanted and not replaced; no surgery date has been scheduled as of now. No additional info is available.